Event description:
Upon arrival in cath lab the pt was intubated and arresting. Cardiologist wanted to insert an iab catheter prior to ptca. Perfusionist established EKG and pressure waveform. The balloon would not fill. Physician tried manual inflation with 60cc syringe without success. Physician tried moving sheath back, but still no fill. Procedure was completed without iabp. Pt died at 2033.